Manufacturer narrative:
H10: it was identified during the sample evaluation that the device received is a non-bd product. The event details and used device has been sent to the legal manufacturer, medcomp. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post dialysis catheter placement procedure, the catheter was allegedly cut and the patient expired due to bleeding. It was further identified that the reported event is a non-bd product belonging to another manufacturer.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Device pending return.

Event description:
It was reported that post dialysis catheter placement procedure, the catheter was allegedly cut and the patient expired due to bleeding.